Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure. According to the complainant, post-operatively, the patient experienced "partial obstruction - voiding". The procedure was documented as successfully completed. During a follow-up visit on (B)(6) 2008, the patient experienced ongoing "partial obstruction - voiding".

Manufacturer narrative:
(B)(6). (B)(6). (B)(4).